Event description:
Patient reported right side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported rupture was reviewed on (B)(6) 2021. Visual analysis of the identified photos red particles material was found on the shell and broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported, right side rupture. Device explanted.